Event description:
Device malfunction: difficult to remove. Time of malfunction: during filter retrieval. Symptoms/ae: none. It was reported that during the retrieval of the rx accunet from a mildly calcified right internal carotid artery, the physician was unable to capture the device using the shapeable tip recovery catheter (rc 1). The physician switched to the low profile recovery catheter (rc 2) to capture the filter basket and successfully remove it from the patient. There were no adverse patient effects reported. No additional information is available.

Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. The customer reported that the device was discarded. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to the reported event.